Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of (B)(6) 2022, nurse was using the same kit and at the same point noticed a significant amount of blood in the tube again, therefore they stopped and switched out the catheter hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information on 02feb2022, one of the nurses reported that they did not notice any observable defects. For the second patient they removed the original catheter and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and their nurse decided to attempt a condom catheter, notifying the provider. In the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues, but they were unable to pass the catheter, the patient reported lots of pain and the patient began to significantly bleed immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into the bladder and patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of (B)(6) 2022, nurse was using the same kit and at the same point noticed a significant amount of blood in the tube again, therefore they stopped and switched out the catheter hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information on 02feb2022, one of the nurses reported that they did not notice any observable defects. For the second patient they removed the original catheter and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and their nurse decided to attempt a condom catheter, notifying the provider. In the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues, but they were unable to pass the catheter, the patient reported lots of pain and the patient began to significantly bleed immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into the bladder and patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿mandrels touching each other within the pallet¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''corrugated shipping box is to be capable of supporting boxes during palletization and warehousing without bursting, bulging or damaging contents. Instructions for use shall be packaged in double polybags or liners sealed closed in such a manner as to maintain cleanliness. Corrugated shipping boxes must be sealed with tape. Total case weight of any corrugated box must not exceed 35 lbs. Outside of each shipper or pallet must be legibly identified via label or imprinting with bard part number, quantity, manufacturer¿s name and lot or identification number. No marking other than the supplier¿s box copy (logo, address, recycle symbols, b.m.c. Stamp, etc.) And those specified or required by regulation and/or statute will appear on the shipping container.'' Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse noticed a problem with the new male straight catheter kits recently. Nurse was assisting patient the other day with male straight catheter kit and almost immediately upon insertion, there was blood noticed in the tube. They chalked it up to benign prostatic hyperplasia or trauma but did not think much of it. On the night of (B)(6) 2022, nurse was using the same kit and at the same point noticed a significant amount of blood in the tube again, therefore they stopped and switched out the catheter hence patient was much more comfortable and there was a concern that the catheter was much sharper than they used to be. Per additional information on 02feb2022, one of the nurses reported that they did not notice any observable defects. For the second patient they removed the original catheter and tried with a different catheter and that was much more comfortable for the patient. They believed that was the extent of any further medical intervention. The other nurse reported that for the first patient, they were assisting another nurse with a straight catheter, and they noticed the patient had significant bleeding, there were no observable defects in the catheter and no further interventions needed other than removing the straight catheter which would not pass. Nurses assumed that the patient might have had an enlarged prostate, and their nurse decided to attempt a condom catheter, notifying the provider. In the second incident it was another patient and there had been no history of benign prostatic hyperplasia or other prostate issues, but they were unable to pass the catheter, the patient reported lots of pain and the patient began to significantly bleed immediately on insertion. Swapped to a foley catheter for insertion and had no issues passing into the bladder and patient reported no discomfort. Nurse stated that this was the second experience they had when using this new straight catheter system and both times caused immediate bleeding and inability to pass the prostate. Both incidents did not require further interventions. No medical intervention was reported.